Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit. An example was provided for one patient sample with discrepant troponin t hs results. The sample initially resulted in a troponin t hs value of 11.5 pg/ml. The sample was repeated two times, resulting in troponin t hs values of 4.5 pg/ml and 4.4 pg/ml.

Manufacturer narrative:
The field application specialist (fas) washed the water tank of the instrument; precision tests were acceptable, however, the issue was not solved. Calibration and quality results were acceptable. Camera pictures collected by the analyzer showed a not optimal adjustment and cleanness. The pre-analytical information provided indicates a too-short clotting time. Upon review of the alarm trace, no relevant alarm was observed. A general reagent problem can be excluded because the provided quality validation is within expectations. The investigation determined the event was consistent with a pre-analytical handling issue. The investigation did not identify a product problem.